Event description:
Reporter indicated that his vns therapy programming laptop was no longer operating properly, in that it did not properly boot up when turned on. Laptop was subsequently returned to manufacturer for product analysis. Analysis identified that the reason the laptop would not boot up was associated with a defective power input board. During testing, it was also found that the laptop battery was defective. This is expected behavior since the device is more than 5 years old, and the battery performance is known to reduce over time. The returned hard drive was removed from the laptop and installed into a known good laptop, and no further anomalies were identified.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.